Event description:
The abbott field svc rep reported that the customer stated that both levels of quality control for clinical chemistry magnesium had shifted down when they went into a new calibration on the architect c8000 analyzer. The customer performed a pt correlation and stated seeing a drop of 10-20% in results. No further info was given and no questioned results were reported. The analyzer maintenance is up to date and no other instrument issues were noted. No impact to pt mgmt was reported.

Manufacturer narrative:
It was determined after completion of in-house testing that the iron/magnesium calibrator lot 54187m200 value assignment sheet, was incorrectly assigned by the OEM with a set point for cal 2 at 3.2 meq/l instead of 0.8 meq/l. An assessment to pt impact was performed and values above 0.8 meq/l were found to be 17.24% lower than they should be. This is an initial report. The MFR has been notified and a further investigation is currently in progress. A final report will be submitted when the investigation is complete.